Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose. Blood glucose level at the time of the incident was 35 mg/dl and 45 mg/dl. Customer stated insulin pump not alarming with trending lows and to have had blood sugar of 35 mg/dl and 45 mg/dl with warning at 75 mg/dl then when checked glucose level customer was much lower. Auto mode feature information was unknown. The insulin pump will not be returned for analysis.